Event description:
The daughter of a female patient called lifecor customer support to report that the electrode belt connection was damaged by improper disconnecting and reconnecting at rehab. Rehab caregiver reported that pins broken off of the belt connection and got stuck inside the monitor. Rehab caregiver also stated that they do not know how the belt came to be disconnected. In 2007, a lifecor patient service rep. (Psr) went to visit patient. He reported that the electrode belt had bent pins, but the monitor was okay. Psr replaced the patient's electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt has been completed. The problem was confirmed. Upon further inspection, electrode belt had pins that were bent inside the connector. The root cause of the bent pins was probably excessive force applied to the connector during mating. The connector was forced into the monitor which defeated the connector keying mechanism and allowed the pins to misalign with the mating sockets. The damaged electrode belt connector was replaced. It was retested and then restocked. No adverse event resulted from the bent pins. The patient received a replacement electrode belt.